Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus was implanted to a (B)(6) year female patient via v-p shunt on (B)(6) 2021 with setting of 6. On an unknown date, the valve setting was changed to setting 5 with less ventricular shrinkage. On unknown date, ventricular enlargement was observed during follow-up. The valve setting was changed to a setting of 3. On (B)(6) 2021, ventricular enlargement did not improve, obstruction was suspected, and the valve was removed and replaced. It was noted that the valve needle guard has come off, but it is highly possible that it came off when pumping was performed several times in the water flow test at the time of removal.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the needle guard was raised, occlusion was confirmed. The valve was hydrated. The valve was flushed and failed occlusion noted. The valve could not be leak tested or reflux tested due to the occlusion. The siphon guard was removed and tested and passed the test. The valve could not be pressure tested due to the occlusion. The needle chamber was dismantled; the needle guard was blocking the flow passage, also the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. Root cause - the root cause for the issue reported by the customer is probably due to wrong handling as noted in the "IFU" : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway, at the time of the investigation an occlusion was noted due to needle guard blocking the flow path from the needle chamber to valve outlet.